Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Event description:
On (B)(6) 2014, it was reported that a button on the patient's infusion device was not functioning. At the time of report, it was not specified which button. He also reported that the rubber covering of the buttons was damaged. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Product cannot be returned - customs issue.